Event description:
The customer reported that her blood glucose measured 400 mg/dl and she was having 28 grams of carbohydrate, so she took an 8 unit insulin bolus. Later she took 10 units by manual injection and had another 20 grams of carbohydrate. When the pod was removed, the cannula looked "flat" and bent. She did not smell or fell any insulin leaking or delivery outside the skin.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent and flattened cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If your get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."